Manufacturer narrative:
There is insufficient information to perform an investigation. Correction: gpp was updated by gssa from tampax/tampons to tampax/tampons/compak/compak/regular-normal; however, due to no lot code, no product pictures and no return, we cannot specify whether the incident happened with a compak regular (not reportable) or pearl compak regular (reportable) tampon. Therefore, we need to go for the conservative approach. Gpp was updated back to the general path of tampax/tampons.

Event description:
(The string came out) leaving half the tampon behind- vagina [foreign body in reproductive tract]. Tampons have come apart when taking them out...the string came out, completely detached [device breakage]. Have come apart when taking them out...leaving half the tampon behind [complication of device removal]. Case narrative: consumer reported via e-mail that the tampons have coming apart during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
(The string came out) leaving half the tampon behind- vagina [foreign body in reproductive tract] uncomfortable- vagina [vulvovaginal discomfort] tampons have come apart when taking them out..the string came out, completely detached [device breakage] have come apart when taking them out...leaving half the tampon behind [complication of device removal]. Case narrative: consumer reported via e-mail that the tampons have coming apart during removal. No serious injury reported.